Event description:
Dr. (B)(6) implant surgeon from our customer reported that a patient came in with pain. He took some x-rays and observed that the nail was broken.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.